Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient on the architect i1000sr processing module. The patient was negative for urine test for b-hcg. The following data was provided: initial result = 35.5 and 30.11 miu/ml. Urine qualitative rapid test manufactured by cardinal = negative. Dimension results <1 negative no impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing of architect total b-hcg reagent lot 42323ud00. Ticket search by lot indicates that the reagent lot shows higher complaint activity than expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot number 42323ud00.